Event description:
A malfunction was reported on the pump, identified by a resettable malfunction code. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, and the caller planned to call back if needed.